Event description:
It was reported that during prostatic photovaporization of the prostate procedure, the fiber began forward firing. The fiber was replaced, and the procedure was completed with no patient complications.